Manufacturer narrative:
False eri/eos alerts were confirmed but not product related. Analysis indicated a false eos has occurred on the explant date. Also, a false eri was triggered with the date shown before the manufacturing date, consistent with electro-cautery damage occurred during the surgical procedure as reported from the field.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change procedure. During the procedure, it was noted that the device appeared to go into a different mode that seemed like high output mode. Post procedure interrogation of the old device found two different alerts noting that the device had reached elective replacement indicator and end of service before the implant date, in 2012. It was suspected that the false alerts were due to radio frequency cautery application. Patient was asymptomatic prior to the procedure and after the procedure.